Manufacturer narrative:
Reported phone numner- (B)(6).

Event description:
It was reported that the patient's lead was exhibiting high impedances. As a result, the physician explanted the lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.